Event description:
I used fixodent from approximately 2007 until early 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2007. Diagnosis: denture adhesive cream. Event abated after use stopped: no.